Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was broken. It was also noted that the upper case was contaminated, the lower case was broken, the battery release, heart block, lead flex cover, heart wire contacts, battery drawer, battery drawer o-ring and battery flex were contaminated, the two side bail covers were broken and contaminated, the battery contacts were compressed and the keyboard pad was cosmetically scratched.

Event description:
It was reported the lcd display was cracked. There was no patient involvement.